Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an emergency room visit due to high blood glucose levels of 525 mg/dl. Customer believes the insulin pump was working fine and that her body was not absorbing the insulin. Customer stated that she changed her infusion set three times and treated the high blood glucose levels with the insulin pump; however her blood glucose levels continued to increase and she went to the hospital. Customer stated that they did not hear any alerts from the insulin pump. Customer was taken off the insulin pump and treated with fluids at the hospital. No further information reported.